Event description:
It was reported when the patient presented for a routine followup and during the device firmware upgrade, the device went into backup vvi. The device was restored to normal function successfully and parameters were programmed. The patient was stable and asymptomatic during the device check and will be monitored routinely.